Event description:
Customer's family member reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Advised customer to change reservoir and infusion sets and monitor blood glucose.